Event description:
Additional information was provided from a healthcare provider via a company representative stated that the issue was resolved. The revised catheter was tied off and left implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2023 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 02-feb-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 4mg/ml at 0. 4mg/day via an implantable pump. It was reported that the patient reported increased pain without relief. There were no environmental, external or patient factors that may have led or contributed to the issue. The physician increased the dose but had no effect on patient¿s pain. He attempted to do a dye study of catheter however he was unable to aspirate any csf (cerebral spinal fluid), nor a ble to push any dye through catheter. The patient would be scheduled to for possible catheter revision or replacement depending on what is found in pump pocket as the physician suspected a kink in the catheter. The issue was not resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.

Event description:
Additional information received from the company representative reported that the proximal end of the catheter was revised and there was a bridge bolus in progress. Technical services reviewed the catheter needed to be primed and then a bridge bolus in advanced mode needed to be programmed.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2023 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.